Manufacturer narrative:
Distributor arrived and did an in svc at this facility. Customer requested a manual, training dvd and the in svc. There were no injuries that happened during this incident. Distributor noted what parts needed to be replaced and parts were shipped to facility on (B)(6) 2011. Included in this report is a letter that was delivered to the facility stating that the in svc was performed on (B)(6) 2011 at the facility.

Event description:
During a transfer from the bed to a wheelchair, lift was being turned without putting the legs in the proper position. Thus the lift tipped over sideways and causing no injuries to anyone involved. User error contributed to this incident.